Manufacturer narrative:
The account requested to send back unused units from the same lot, and those units were evaluated. A visual inspection and leak testing were completed, and no issues were found. Without evaluating the device in question, it is undeterminable what caused the event.

Manufacturer narrative:
Manufacturing record review was completed and no nonconformances related to this lot were found therefore supporting the device met material, assembly and performance specifications prior to shipment. Several samples of the same lot were returned to manufacturer for investigation from the site. A follow-up report will be submitted when completed.

Event description:
The internal and external catheter became detached at the hub. Additional information received 05/13/2019: there was nothing unusual about the handling and no pressure injection was done on this case. We were attempting to cross a severely stenosed valve and it took about 30 minutes. The catheter separation was noticed at the middle of the case when we tried to flush the lumens with the manifold, only manual flush of the sidearm was done, it was then we noticed bubbles as we drew back on the tubing to purge the line. We also noticed that saline was dripping by the connection. A different langston catheter was used successfully to complete the procedure. No medical intervention was required.